Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a shoulder revision with explant of the humeral and glenoid components due to polyethylene wear centrally located around the post. Other devices were implanted. Attempts have been made and no further information has been provided.